Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; specific value was not provided. The customer administered a correction bolus via the pump to address bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.